Event description:
It was reported that low levels of noise were observed on the asymptomatic patients atrial lead. The noise could be reproduced through isometric exercises. The patient did not have an active cardiologist at the time. The clinician would plan a course of action once a physician was chosen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.